Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
Hamilton medical ag received the following incident description: during start-up the ventilator-device lost all options and alarmed 'options not found'. The alarm was observable both visually and through hearing. The malfunction is reproducible. There is no patient involvement reported to hamilton. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. Their is no need for medical intervention reported. The investigation is still ongoing.

Event description:
Hamilton medical ag received the following incident description: - during start-up the ventilator-device lost all options and alarmed 'options not found'. - the alarm was observable both visually and through hearing. - the malfunction is reproducible. - there is no patient involvement reported to hamilton. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. - their is no need for medical intervention reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation: a review of the log files confirmed the issue. The issue occurred during startup of the device. There was no patient involvement. Hamilton medical ag has not received the device/parts back for investigation. Possible root causes · -reset of the realtime clock (rtc) due to loss of supply voltage for longer than approx. One week. · -esm board not properly connected, seated. Both issues are always detected during the startup process and prior to usage of the device on a patient. However, as it was stated that the time was correct, in this case the most likely root cause was the esm board. It was replaced and the device functioned as intended.